Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional event information: the devices were prepared as indicated in the IFU.

Manufacturer narrative:
The pipeline flex has not been returned for evaluation. The event could not be confirmed and an event cause could not be conclusively determined from the reported information.

Event description:
Medtronic received report that a pipeline flex did not open during a procedure. The patient was undergoing treatment for two aneurysms in the left internal carotid artery (ica): one in the ophthalmic segment (3x3mm) and one in the cavernous segment (1x1mm). The vessel tortuosity was normal. The landing zone artery size was 4.5x4.8mm proximal and 4.0x4.2mm distal. The pipeline flex was advanced without issue. It was reported that the pipeline flex was deployed - the device appeared complete twisted and closed at the distal section. The pipeline flex was resheathed and re-deployed; it still appeared twisted. The pipeline flex was removed from the patient. A new device was used to complete the procedure without any noted issues. There were no reports of injury to the patient.

Manufacturer narrative:
The pipeline flex braid was returned for evaluation. The pipeline flex pushwire was not returned for evaluation; therefore any contributing factors from the pipeline flex pushwire could not be assessed. As received, the pipeline flex braid was observed to be fully open with slight fraying on both ends. No other anomalies were observed. Based on the analysis findings and event details, the report of pipeline flex failure to open on the distal end could not be confirmed. It is possible that the damaged braid may have contributed to the reported issue. However, the cause for the damages could not be conclusively determined. All devices are 100% inspected for damage and irregularities during the manufacturing process. Per our instructions for use (IFU), the user should "begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex embolization device has successfully expanded, deploy the remainder of pipeline flex embolization device by pushing the delivery wire and/or unsheathing the pipeline flex embolization device. Resheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex embolization device. If the device is not fully apposed or is kinked, consider using a balloon catheter, microcatheter, or guidewire to fully open it.¿ a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.